Event description:
It was reported that following the mesh placement, the patient developed a fever. The patient was readmitted to the hospital 2 days after discharge and is being administered antibiotics. To date, the implant has not been removed. Per additional follow up with the facility on (B)(6) 2015, the patient's fever had subsided and she was discharged on (B)(6) 2015. The patient's implant will remain in place and the patient will return for a follow up visit to the doctor in a few weeks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.